Event description:
Per the clinic, the patient reported a decrease in performance after surgery for atelectatic ear. Reportedly the surgeon severed the electrode. The results of an integrity test done indicated normal receiver stimulator function and out put on all electrodes. The patient was explanted 2009, and the patient was reimplanted with a new device during the same surgery.